Manufacturer narrative:
Additional device product codes hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the variable angle locking compression plate holes were stripped, a variable angle cone was used in the va distal fibula plates, and a locking drill tower in the large fragment plate. There was a five (5) minute surgical delay. The procedure successfully completed. No patient consequence. Concomitant devices reported: 4.5mm broad lcp® plate 7 holes/134mm (part number 226.571, lot unknown, quantity 1), 2.7mm va-lcp lateral distal fibula plate/3 holes/left (part number 02.118.401, lot unknown, quantity 1). This report involves one (1) 2.7mm va-lcp lateral distal fibula plate/5 holes/left. This is report 3 of 3 for (B)(4).